Manufacturer narrative:
There was no user injury with this event. The unit is not operational and remains with the dental office pending a decision to repair the unit.

Event description:
The dental assistant received a shock when turning on the 765dc x-ray unit. The assistant was not injured. The unit would not power on after that.